Event description:
It was reported that a keepsafe fall monitor model 8350 had no alarm tone. No pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results: the alarms sensor port does not function when tested with test sensor. Tone selection is ok. Unit worked when re-tested. (B) (4).